Event description:
A cracked and shattered touchscreen on the customer's pump was reported, which rendered the device unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Customer support arranged to send a replacement pump under warranty, with updated software and instructions for storage mode. The customer planned to use multiple daily injections for insulin delivery in the interim. They were advised to transfer pump settings and connect their continuous glucose monitor to the new pump. Instructions for returning the damaged pump to tandem were provided, which the customer agreed to follow.